Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient's catheter was removed 24 days after the event onset. At the time of this report, the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, ongoing, route, frequency not reported) and gentamicin injection (40mg, ongoing, route, frequency not reported) for peritonitis. At the time of this report, the patient has recovered from cloudy effluent and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.